Event description:
Boston scientific received information that this product was part of a system revision due to erosion. There were no additional adverse effects reported. 1488t- implanted (B)(6) 2004 dr. (B)(6) event date (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).